Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "pt called because she is experiencing pain and swelling. She has <90deg rom. Dr's are not finding anything specifically wrong, although the last dr. Told her that her knee cap is "sloshing around". Pt wanted to know if her knee was part of a recall."